Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0100176, medical device expiration date: 2021-04-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0227164, medical device expiration date: 2021-08-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0184330, medical device expiration date: 2021-07-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0316256, medical device expiration date: 2020-11-11, device manufacture date: (B)(6) 2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubbles were discovered in gel. This occurred with 400 tubes of lot# 0133206, 600 tubes of lot# 0100176, 400 tubes of lot# 0227164, 200 tubes lot# 0184330, and 100 tubes of lot# 0316256. The following information was provided by the initial reporter, translated from (B)(6) to english: before use,many ppt tubes were gel air bubbles.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubbles were discovered in gel. This occurred with 400 tubes of lot# 0133206, 600 tubes of lot# 0100176, 400 tubes of lot# 0227164, 200 tubes lot# 0184330, and 100 tubes of lot# 0316256. The following information was provided by the initial reporter, translated from chinese to english: before use,many ppt tubes were gel air bubbles.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos for investigation. The photos were reviewed and the indicated failure mode for the gel air bubbles with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubbles were discovered in gel. This occurred with 400 tubes of lot# 0133206, 600 tubes of lot# 0100176, 400 tubes of lot# 0227164, 200 tubes lot# 0184330, and 100 tubes of lot# 0316256. The following information was provided by the initial reporter, translated from chinese to english: before use,many ppt tubes were gel air bubbles.